Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested warranty replacement of the processor pca. The associated symptom has not yet been reported. We are considering the need to replace the processor pca as a malfunction that could impact the delivery of therapy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.